Event description:
The device was applied during a thyroidectomy procedure, the instrument did not fire properly. The surgeon applied another device to complete the procedure. The hosp reported no pt injury occurred.